Event description:
It was reported that during a ptca procedure, the shaft of the quantum maverick monorail balloon catheter broke. The quantum maverick monorail balloon was being used to dilate an existing stent, however, the balloon would not inflate. During withdrawal back into the guide catheter, the shaft of the quantum maverick monorail catheter broke. The quantum maverick monorail balloon was withdrawn with the aid of a second guide and a maverick balloon. No patient injuries or complications were reported.